Event description:
A surgeon reports that following lasik surgery, he noticed there is an uneven ablation, like islands, in both eyes. The pt is experiencing diplopia in both eyes which can be corrected with piggy-back contact lenses. The pt's best corrected spectacle visual acuity has decreased 2 lines. Additional information has been requested.